Event description:
The customer reported on (B)(6) 2013 his blood glucose and insulin history. At 3:16 am he deactivated the pod and noticed the cannula had dislodged from the infusion site. The pod was discarded.

Manufacturer narrative:
The product will not be returned for eval. The customer reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.